Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  was sensing the patient's atrial fibrillation (af) while in bi-ventricular (bi-v) pacing although no episodes were recorded. Sensitivity was adjusted, although the ICD would not mode switch. Further programming was conducted and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.